Event description:
A customer reported receiving a "pc" symbol on the display of her freestyle lite meter and as a result of being unable to test, experienced blurred vision, lightheadedness and lost consciousness. Although she also reported being seen by a doctor and diagnosed with hyperglycemia, no treatment outside of the diabetic's normal regimen was reported. She reportedly self-treated with her regular diabetic medication and drunk some water to alleviate the symptoms. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.